Event description:
During a total knee procedure, the surgeon performed an osteotomy. The patient's femoral canal was closed due to a childhood injury. The surgeon opened the proximal femur, performed the osteotomy and created the distal and proximal femoral canals by reaming. It was noted the patient had unusually hard bone which made the reaming process more difficult. After reaming the surgeon inserted a trochanteric fixation. Surgeon used a tap to cut threads for the proximal screw and the tap stuck during removal. The tap was removed and screw was inserted. While the surgeon was deciding whether to insert the distal locking screw the patient coded. The patient was revived, incision was closed without inserting the distal locking screw. The patient was moved to the ICU. Patient expired on (B)(6) 2012. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the manufacturing records found no complaint related issues.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from returned questionnaire.